Event description:
Pt reported that, in 2004, they began to feel dizzy and lightheaded. They contacted 911, and upon paramedics' arrival, their blood glucose measured "hi", on their monitor. Pt was transported to the hospital and admitted in the intensive care unit. They were disconnected from the device, and treated with IV fluids and an insulin drip. At the time of the report, pt was still in the hospital.